Event description:
It was reported that the asymptomatic patient presented in clinic. Upon review, it the right atrial lead was fractured. It was also noted that lead exhibited oversensing, high impedance, and high capture thresholds. On (B)(6) 2017, the lead was capped and replaced. The lead fracture was not visualized during the procedure. The patient was in good condition post procedure.